Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a shorted capacitor, designator c157, on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect that a ventricular fibrillation (vf) ECG waveform as shockable.